Event description:
There was a separation where the blue plastic portion meets the tube itself. Reporter believes that the trach was in longer than recommended. They put and they don't think that tube was changed between when this occurred, which is more than the 30 days. No pt harm or injury.